Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site for additional evaluation. The fse determined that the gas delivery system (gds) required replacement. The fse replaced the gds and confirmed that the unit was going into standby mode as expected and successfully passed all functional testing. The gas delivery system was returned for failure investigation. Visual inspection revealed no anomalies. Customer complaint was verified. Root cause was failure of airflow sensor in the gds, caused by u1 drifting out of calibration.

Manufacturer narrative:
Date of report: 03aug2021. The patient was not harmed or injured because of the reported event.

Event description:
It was reported that the unit will not stay in standby mode multiple times. Reportedly, when trying to change from spontaneous with timed backup (s/t) to high flow therapy the unit just kept going back to the main screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured because of the reported event.